Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1100068 met the qc criteria. The complaint issue was not reproduced with the retention sample. The root cause is undertermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). Customer stated that they performed the test procedure correctly, but that no bands ever appeared in the result window.